Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). This is a resubmission of the initial MDR per FDA request.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -13.5 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting, significant reduction of irido-corneal angles, angle closure (with elevated iop) and high ocular pressure. The lens was exchanged for a shorter lens. The patient's post-op uncorrected visual acuity was 20/25.